Event description:
As reported to coloplast, though not verified: it was additionally reported that the patient experienced pelvic and abdominal pain, lower back pain, extrusion, protrusion, urinary issues, recurrence, stress urinary incontinence, vaginal discharge, vaginal cramping, nocturia, suprapubic pressure, pain, permanent disfigurement, and difficulty with daily activities which ultimately required surgical intervention and removal of mesh on (B)(6) 2024.

Manufacturer narrative:
Correction: b2. Added: disability or permanent damage. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: it was additionally reported that the patient experienced pelvic and abdominal pain, lower back pain, extrusion, protrusion, urinary issues, recurrence, stress urinary incontinence, vaginal discharge, vaginal cramping, nocturia, suprapubic pressure, pain, permanent disfigurement, and difficulty with daily activities which ultimately required surgical intervention and removal of mesh on (B)(6) 2024.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle implanted in (B)(6) 2024. Reportedly the patient experienced mesh erosion, slightly friable epithelial edges, abnormal discharge and labial irritation. Patient underwent mesh excision with defect closure, pelvic examination and cystoscopy under general anesthesia. Post excision, on exam some granulation tissue noted on left pelvic proximal side wall. Patient also reportedly experienced myofascial pain, anal/flatal sphincter incontinence and dyspareunia with deep penetration.